Event description:
End-user reported that a pt sustained a small burn while undergoing a breast augmentation.

Manufacturer narrative:
The end-user reported the device insulation melted about a 1/3 of the way from the end of the forceps causing a burn. Visually, the device looked good. The completed evaluation by the engineering department found the device within operating parameters and specifications. Engineering determined there is no fault with the device.